Event description:
It was reported that the patient was hospitalized for hypoglycemia on (B)(6) 2025. While wearing the pod, the patient¿s blood glucose level declined to 39mg/dl. The patient¿s wife reported that the controller was not functioning, although the patient continued wearing the pod. They administered a manual glucose injection but could not recall the patient¿s glucose level at the time of administration. She stated that the patient developed cold sweats, and his glucose level subsequently dropped to 39mg/dl, prompting her to call an ambulance. The patient was treated with insulin and glucose monitoring during hospitalization. Additionally, it was noted that the controller battery had been low, and after placing it on the charger for several hours, the screen remained black and the device would not power on. Date of discharge from the hospital was not reported.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hospitalization and hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. Locked down smartphone: lockdown. Omnipod software app version: 3.1.1. Operating system: n5004l-am-q-mv01602-06-01.06. Hardware: n5004l. Cgm sensor type: l2+. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.